Manufacturer narrative:
There are no apparent contributing clinical factors to the reported event. Log file analysis was not conducted since log files from the reported event date were not available. One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide and warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the power source changes from one port to the other earlier than expected and battery capacity was greater than 25 percent. It was stated that the power switching occurred automatically, without manipulating connections. (Site didn't try to manipulate the connections to reproduce switching it was stated that there were no effects or consequences to the patient.) It was also stated that the exchange resolved the issue and no new events have been reported since the exchange. No additional information provided. Investigation is ongoing.